Event description:
Ous MDR - it was reported, that approx. 5 weeks after implantation during a follow up decreased sensing values and increased threshold values were observed. The physician repositioned the lead with good electrical parameters. X-rays indicate reel-syndrome.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided x-ray image. The inspection of the x-ray image showed the lead under complaint pulled out of the ventricle and coiled around the generator housing, indicating the presence of a reel-syndrome. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.